Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17684316l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: webster quadrapolar - fixed, us catalog #: f6qrf005rt, lot #: 17692932l. Mobicath smc guiding sheath, us catalog #: d140010, lot #: x3885262. Smart touch bidirectional, us catalog #: d132705, lot #: 17717764m. (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a pentaray nav high-density mapping eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. A pentaray nav high-density mapping eco catheter was used to map the left atrium. During the mapping phase, when transseptal puncture was lost, prior to any ablation, the pentaray catheter was retracted back into the right atrium. Sheaths were then maneuvered into the left atrium. It is suspected that a tamponade occurred as a result of sheath manipulation. Remainder of procedure was aborted prior to ablation of the pulmonary veins. All catheters were removed from the heart. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Patient required observation due to the adverse event. There is no information regarding extended hospitalization. Patient fully recovered. Factors cited that may have contributed to the adverse event include the patient¿s atrial anatomy. Physician¿s opinion regarding the cause of the adverse event is that it was due to procedure and patient condition. It was noted that the smarttouch bidirectional catheter was not manipulated during the procedure, as the only catheters manipulated were the webster quadripolar ¿ fixed catheter and the pentaray nav high-density mapping eco catheter. Transseptal puncture was performed with an unspecified needle. A mobicath smc guiding sheath was used. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient received anticoagulant during the procedure with activated clotting time (act) maintained in an unspecified range. There is no information regarding the shaft proximity interference value, catheter proximity, or catheter zeroing. There were no errors reported on any biosense webster, inc equipment during the procedure. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.